Manufacturer narrative:
(B)(6). Device remains implanted.

Event description:
A report was received that the patient underwent a revision procedure due to a misplaced electrode. The event was assessed as not related to the device or stimulation. No further information is available.

Manufacturer narrative:
Birth year (B)(6) (exact date of birth unknown). Additional information was received that clarified what was meant by misplaced electrode. On (B)(6) 2019 the patient was initially admitted for an initial implant procedure. Due the magnetic resonance imaging (MRI) not functioning to confirm placement, the initial placement of the lead was missed by approximately 2mm. Another surgery was scheduled on (B)(6) 2019 with two attempted positioning. The event resolved on (B)(6) 2019 with successful placement. Device remains implanted.

Event description:
A report was received that the patient underwent a revision procedure due to a misplaced electrode. The event was assessed as not related to the device or stimulation. No further information is available.

Manufacturer narrative:
Birth year (B)(6) (exact date of birth unknown). Additional information was received that there was a second lead involved, and both leads were affective. Additional suspect device: model db-2202-30, serial (B)(4), dbs directional lead sterile kit 30 cm. As the leads involved in the complaint have not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient underwent a revision procedure due to a misplaced electrode. The event was assessed as not related to the device or stimulation. No further information is available.